Event description:
It was reported to philips that the exposure was not possible and system displayed a memory full message. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the issue occurred diagnosis of coronary procedure. The procedure was completed as planned. It was reported to philips that the system displayed a memory full message. Review of the log file shows memory full error messages. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and was informed by the customer that the customer did not delete exams, the disk has reached its capacity limit and found the root cause for exposure failure as an image disk full issue. To resolve the issue, customer deleted some tests. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.